Manufacturer narrative:
Implanted date: device was not implanted. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based on the evaluation of (B)(4) information and evaluation of a retention sample from the reported product code/lot number combination. Visual inspection revealed no defects. Functional testing was conducted. Sheath activation and sheath deactivation force of the retention samples were evaluated using the tensile / compression equipment and confirmed to meet manufacturer specification. This shows that the safety needles can be activated with minimum force. Also, when activated, it cannot be easily detached from the sheath tooth. Prior to shipment, qc conducts outgoing visual inspection to assure all lots pass. There is no evidence that this event was related to a device defect or malfunction. Without the return of the actual device the exact cause cannot be definitely determined. The (B)(4) reported similar events from the same product code/lot number combination. See mdrs 3003902955-2017-00044, 3003902955-2017-00045, and 3003902955-2017-00046. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The (B)(4) reported that the device bends back toward the user when the safety is initiated. It was reported that the needle was not bent prior to activation of safety device. The safety needles was activated against a hard flat surface.